Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting an expired stimulator, not prepping the skin with antiseptic solution, not irrigating the incision site with antibiotic solution, not using antibiotics pre-operatively, and multiple tunneling attempts have been ruled out as potential causes. However, the questionnaire shows the implanting clinician did not use the introducer supplied in the kit during the procedure. Additionally, the patient touched/picked at their wound. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is likely due to patient interference with the wound (user error - patient). Improper surgical technique by the clinician is also a potential contributing factor, as the clinician used a third-party introducer rather than the one supplied in the stimulator kit. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported an infection at the entry site. Antibiotics were prescribed and cultures were obtained. The pocket opened and the lead was exposed. The patient was admitted to the hospital and a staph infection was confirmed. The physician planned to wash out the wound and bury the lead deeper before closing the incision. However, an explant procedure was performed on march 7, 2023. The patient was in the hospital with IV antibiotics. They are currently home, feeling better and the incisions are closed.